Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Suspected cause was due to the customer's personal profile requiring adjustments. Customer consumed carbohydrates to address the bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information was obtained.